Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, and allegedly experienced bleeding. The target nodule was in the right upper lobe and about 1.2 millimeters in size. The patient required intrabronchial administration of chilled saline with epinephrine. The patient was placed in trendelenburg position with right side down. The physician transiently placed the patient on single lung ventilation via mail stem intubation for a short period of time. A piecemeal clot removal with transbronchial forceps was performed, followed by successful extubation in the ICU later that day. There was no patient comorbid condition that might have been contributory to the event. The patient was not on any anticoagulation or antiplatelet therapy prior to the procedure. The hemoglobin was 11.7 grams per deciliter, platelet was 141,000 and the international normalized ratio (inr) was 1.0. Coagulation profile was normal. No blood transfusion was required. The patient was hospitalized for several days but this was not due to bleeding. The patient required pacemaker placement for severe bradycardia, which the physician believed to be unrelated to the procedure. The patient was reported to be stable after she was discharged home. The physician reported that the device did not cause or contributed to the bleeding and a similar outcome would have likely occurred via another modality. The physician explained that bleeding is a known complication of transbronchial biopsies. The physician also indicated that no malfunction of an ion device occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complications cannot be determined although the physician indicated that he does no believe an ion product caused or contributed to the bleeding. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. On 21-nov-2022, per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced excessive bleeding. In addition, post-procedurally, the patient experienced severe bradycardia which the physician indicated was unrelated to the procedure. As a result of the complications, the patient required unplanned medical intervention. The causes of the complications are unknown.